Event description:
It was reported that during a total gastrectomy, the device did not anastomose completely. Competing product was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.